Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having MRI or other medical procedure. There was no therapy or medical problem. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).